Manufacturer narrative:
Additional information: b5 - event updated. Investiagation: device was received at aesculap technical services (ats) for examination and forwarded to the q-coordinator of the production plant for investigation; pictorial documentation was also carried out by the q-coordinator. Batch history review: lot number labelled on the instrument originates from a commercial return delivery. Therefore, the original production number is no longer traceable. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the investigation report of the q-coordinator, the breakage of the pipe at the weld seam may possibly have been caused by transport or due to excessive forces during handling e.g. Leverage or torsion. Conclusion/preventive measures. Based on the investigation results, the root cause of the problem is most probably usage-related, and improper transport or storage of the product. Based on the investigation results, a CAPA request is not necessary.

Event description:
Clarification: the product was broken in the solder zone/weld area.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gf351r-ferg-frazier suct 6fr 2/110mm wrk-lgth. According to the complaint description, it was reported that the product is broken. There was no described patient harm. An additional medical intervention was not necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).